Manufacturer narrative:
The device history record (DHR) could not be reviewed as lot information provided for the complaint was not correct. A physical sample was returned with this complaint confirming the reported issue. The exact root cause of the reported condition could not be determined because the DHR was not available to review. There were no manufacturing issues related to the complaint issued for this lot and a specific root cause could not be determined based on available information. There¿s no indication of a systemic issue with the product or process, so a corrective/preventative action (CAPA) will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The lot number is unknown. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the syringe was missing the black graduation markings.